Manufacturer narrative:
The revision reported was likely the result of fracture of the polyethylene insert component. Increased loading on the medial aspect of the tibial insert, possibly secondary to the patient's reported weight and active occupation, may have contributed to the initiation of the fracture. However, the cause of the fracture cannot be conclusively determined. Wear of the polyethylene noted on the returned device appears consistent with damage due to abnormal contact within the joint space following the device fracture. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, a fractured ankle inlay was returned in relation to an unknown revision that occurred. No further information at this time.